Event description:
The customer reported that the hands free cable was not being recognized by the device.

Manufacturer narrative:
The customer reported that the hands free cable was not being recognized by the device. The device was evaluated at philips, and the problem was confirmed. The issue was localized to the power pca. The customer was shipped a replacement device, and the defective device was scrapped.